Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 9:00 pm with blood glucose of 600 mg/dl. The customer was not wearing the pump at the time of the hospital stay and was only off pump therapy for less than 48 hours. The customer did not provide further information about the hospitalization. The insulin pump will not be returned for analysis.